Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician had difficulty implanting the lead in the proper position causing a csf leak. The patient was initially asymptomatic but later was experiencing headaches and left leg pain. The physician stated the lead went intrathecal on one of his attempts to get the lead placed which may explain the left leg pain. The patient is receiving effective stimulation coverage.